Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On 11-sep-2023, it was reported that the infusion set's tubing got detached at the tubing connector while the patient was sleeping. The site location was back side of the patient's arm and the pump was located on the left side of the belt. The infusion had been used for few hours. The patient's blood glucose level was 139 mg/dl. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.